Event description:
This atrial lead was replaced at implant as the md had a minor perforation and the patient developed fluid in their lungs and had trouble breathing. The procedure took place at (B)(6) hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).